Event description:
The field engineer reported that the system arced and displayed saturation errors. This caused the system to shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board, high voltage tank and x-ray tube were replaced. The system was then found to be operating as intended.